Event description:
It was reported that the catheter was fractured and could not be used in the operation.

Manufacturer narrative:
(B)(4). The catheter was partially torn at the flow holes of the lumbar tip. It is unknown how the damage occurred. The returned catheter segment was patent and met all specifications for tensile strength and ultimate elongation testing. A review of manufacturing records showed no anomalies. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." It is also cautioned "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." No impact to patient was reported.